Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to inappropriate shocks. Device interrogation revealed oversensing due to dislodgement of the right ventricular (rv) lead. An x-ray was performed to confirm dislodgement. Programming changes were performed to deactivate the lead. On (B)(6) 2021, the patient presented for lead revision. During the revision procedure the lead helix would not extend, so the physician elected to explant and replace the lead with a new rv lead. The patient condition was stable before, during, and after the procedure.